Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s original reports of a damaged switch and dark image were not confirmed. However, the unit was not displaying an image at all during testing due to a break in the cable unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd 3cmos autoclavable camera head due to a switch issue as well as a dark image appearance issue. According to the initial reporter, these events were noted during preparation for a diagnostic procedure. Reportedly, the intended procedure was completed using a new device. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.